Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the device's tip broke. Additionally, the tip was twisted. The device met all material specifications as received. The most likely cause for this type of event is excessive force being applied on the device during use and/or torquing when the screw is already seated. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a universe reverse shoulder prosthesis procedure, the screwdriver broke-off flush in the screw when inserting the central glenoid screw. The torque indicator was also used. They tried to remove the broken fragment but it was not possible. The surgery was finished without any complications. Since the screw was already fully inserted, no further action was necessary and the surgery was successfully completed. The patient is informed about the broken fragment inside his body.